Manufacturer narrative:
(B)(4). Per photographic evaluation: an x-ray showing a discontinuous linx was received. The linx device remains implanted and has therefore not yet been returned. The mechanism/cause of failure cannot be determined from the x-ray provided.

Manufacturer narrative:
(B)(4). Date sent: 08/15/2019. The DHR for lot 11606 was reviewed. No ncs, reworks, or defects related to the product complaint were found. Lot 11606 is a lot number affected by the 2018 linx recall. Additional information received: per the patient - they in the process of scheduling the explant surgery and that she will be undergoing bariatric surgery as well as a hernia repair during the same procedure. She advised that dr. Woodworth stated that once she¿s had time to heal from that procedure, they will then attempt to replace the linx device.

Manufacturer narrative:
(B)(4). Date sent: 10/15/2019. Additional information received: they are still in the process of getting the surgery scheduled. They are in the process of scheduling the bariatric procedure and for the patient to go through the pre surgery bariatric program. She is currently scheduled to begin this saturday with the first seminar in the bariatric program.

Manufacturer narrative:
(B)(4). Date sent: 04/06/2020. Additional information received: replacement procedure is scheduled for (B)(6) 2020. Update: the procedure has been rescheduled given the elective nature of the surgery. It is currently scheduled for 05/11 and the patient will keep us posted if it changes again.

Manufacturer narrative:
(B)(4). Date sent: 05/21/2020. Patient code: surgical procedure. Additional information was received: the patient confirmed that the explant is scheduled for may 11th. Update: the explant case took place this morning ((B)(6) 2020) and went well. The discontinuous size 15 bead was removed and subsequently replaced with a size 16 bead without any complications and/or issues.

Manufacturer narrative:
(B)(4). Additional information received: there is no additional update on this device. It remains implanted and the patient has not returned to the office to schedule a removal.

Manufacturer narrative:
(B)(4). Date of event: unknown. Additional information was requested, and the following was obtained: what symptoms lead to the discovery of the discontinuous device? When did they begin? Gerd returned was the device initially effective in controlling reflux? Yes. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. On what date was the linx device implanted? Is a replacement linx or fundoplication planned? Were any events associated with the onset of symptoms (vomiting, retching, trauma, surgery)? Did the patient undergo an MRI since device implant? If so, when was the MRI and what strength? Did the patient have any other surgeries in the area? Was any additional imaging performed since device implant? Does the device appear to be in a continuous annular state in these images? We are interested in establishing a window when the device may have become discontinuous. Please share any additional images. When and if the explanation takes place can we ask that the procedure gets video recorded and the video shared? When an explant takes place, we are requesting the device be returned to ethicon.

Event description:
It was reported that confirmed by x-ray ¿ discontinuous device. Linx will be removed at a future date that has not been determined. Device remains implanted currently.